Event description:
It was reported that prior to a port placement procedure, it was noticed that one-third of the entire circumference was allegedly cracked at the tip of the catheter upon opening the package. It was further reported that the tip of catheter was allegedly completely broken while the physician touched the cracked site. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one port catheter stylet loaded to a groshong catheter was received for evaluation. Visual, microscopic and functional evaluations were performed. A complete circumferential break was noted at the distal tip of the catheter returned. A longitudinal split was also noted on the distal end of the catheter returned. Under microscopic observation, the edges of the complete circumferential break on the distal end of the catheter returned were noted to be uneven. A split was noted on the surface. In addition to the returned physical sample, six electronic photos were provided for review. The photos shows one groshong catheter. A complete circumferential break was noted on the distal end of the catheter and the broken catheter segment was noted. Therefore, the investigation is confirmed for the reported catheter fracture and material separation issues. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 09/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure, it was noticed that one-third of the entire circumference was allegedly cracked at the tip of the catheter upon opening the package. It was further reported that the tip of catheter was allegedly completely broken while the physician touched the cracked site. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one port catheter stylet loaded to a groshong catheter was received for evaluation. Visual, microscopic and functional evaluations were performed. A complete circumferential break was noted at the distal tip of the catheter returned. A longitudinal split was also noted on the distal end of the catheter returned. In addition to the returned physical sample, six electronic photos were provided for review. Therefore, the investigation is unconfirmed for the reported catheter fracture issue as the surface was noted to be glossy with striations throughout. Also the investigation is inconclusive for the reported device damaged prior to use issue as the exact circumstances at the time of the reported event was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 09/2024), g3, h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure, it was noticed that one-third of the entire circumference was allegedly cracked at the tip of the catheter upon opening the package. It was further reported that the tip of catheter was allegedly completely broken while the physician touched the cracked site. The procedure was completed using another device. There was no patient contact.